Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (40-60 mg/dl). Customer treated low blood glucose by eating candy and adjusting settings, customer was unsure of the cause but observed that the basal rate fluctuated slightly each day. Review of pump data by tandem technical support showed that customer was using the temp rate feature for different rates at different times, on different days. Customer acknowledged.